Manufacturer narrative:
Investigation: the picture received shows the luer lock broken and detached from the injector. However, it is no possible to notice if any previous damage was in the injector before the breakage. The retained samples show no defects. No qn¿s or other events have been found during DHR review. (Needle housing molding lots 1702014, 1703002). No root cause of the defect found.

Event description:
It was reported that a bd phaseal¿ injector luer lock n35c detached from the syringe. There was no report of exposure, injury or medical interventions.